Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that qty. 2 of an ar-4030c-08 fastthread¿ biocomposite¿ interference screw 8 x 30 mm and an ar-4030c-07 fastthread¿ biocomposite¿ interference screw 7 x 30 mm had an issue. A surgeon broke these 3 tibial screws, trying to insert them for an acl fixation on (B)(6) 2022. This was discovered during use with no impact to the patient. Additional information has been requested. On (B)(6) 2022, the sales representative stated the following information via email and phone: a tibial drill bit was used to prepare the bone socket for insertion of the implants, the bone quality of the patient was not provided. Pieces of the implants broke off inside the patient and all fragments were retrieved. The case was completed by using one metal interference screw instead, part and lot number were unknown. This prolonged the surgery by about 20 minutes, no additional anesthesia was administered and the case was completed successfully. The outcome seemed to be fine, no patient harm, but the patient will have one metal screw instead of three absorbable ones.